Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced syncope during a rhythmiq episode. Boston scientific technical services (ts) discussed the algorithm which allows pacing to drop 15 paces per minute below the programmed lower rate limit. It was determined that the device was operating as designed however, the patient was symptomatic with the changes in pacing. The patient's physician in aware and plans to make programming changes if able to optimize therapy for the patient.